Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via right radial artery. The de novo target lesion was located in a mildly calcified and severely tortuous proximal and mid left circumflex (lcx) artery. A 3.0 6 fr non-bsc guide catheter and a non bsc guide wire were advanced. The lesion was predilated with a 2.5x12mm unspecified balloon catheter at 10 atmospheres for 15 seconds. A 20 x 2.50mm taxus¿ liberté¿ stent was selected and advanced to the mid lcx lesion; however the device was unable to cross the lesion. When the physician pull the stent back, it was noted that the stent separated from the balloon. Another 16 x 2.50mm taxus¿ liberté¿ stent was selected; however, the device was also unable to cross the lesion. During manipulation, the shaft of the device was kinked. No further patient complications were reported and patient¿s status is stable.

Manufacturer narrative:
Ae or product problem: corrected from reported issue is both an adverse event and product problem to product problem. Outcomes attrib. To ae: corrected from other to none. Type of reportable event corrected from serious injury to malfunction. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and microscopic examination found no damage to the devices tip. The tip profile met the specification. The device was received with the stent detached from the delivery system. The stent of the device was not returned for analysis. The balloon was found to have stent impressions indicating that the stent was crimped in the correct location during manufacturing. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. There were no issues noted with the shaft polymer extrusion profile. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur". (B)(4).

Event description:
Same case as: MDR ID 2134265-2015-00026. It was further reported that the stent was fully dislodged from the balloon and half of it was hanging from the y connector. The stent was taken out by unlocking the y connector. The 16 x 2.50mm taxus liberte stent was kinked.

Manufacturer narrative:
Device is a combination product. (B)(4).